Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. Approximately 14 months post index procedure it was reported that during follow up a type ia endoleak was identified. The physician noted the cause due to the short neck and tortuous neck. The patient received an intervention were another manufacturer¿s device (stent) was implanted in the proximal side. The endoleak was not resolved; however, the endoleak decreased. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; short and angulated proximal neck. Conclusion: endoleak. Anatomy related; short and angulated proximal neck.

Manufacturer narrative:
Method: films.

Event description:
Additional information was received for this case. Cta's from 7-days post-implant were reviewed. The ipsi limb and extension were positioned in the left common iliac, and the contra limb had been placed into the right iliac. The bifurcate is positioned just below the lowest left renal, within the short and angulated proximal neck. The proximal stent graft od is approximately 18 x 19mm. Contrast is seen within the proximal sac, appearing as a possible type ia, or a type iii fabric endoleak from the bifurcate aortic body. The max aaa diameter is 5.8cm. The distal aorta is calcified and small, and the contra/right limb is seen compressed down to approx 4mm min. The limbs are patent/free of thrombus. Films from 1 year post-implant show that the bifurcate is again seen within the short <(>&<)> angulated neck. Contrast is again seen within the sac which appears to be a type ia or type iii fabric endoleak. The max aaa diameter is 6.1cm. The limbs are again patent; the contra limb is slightly less compressed than previous image (approx. 6mm). Anglo images showed that a palmaz stent was placed within the aortic body. Low resolution of the films could not confirm if the endoleak was reduced following implant of the stent. Cta's from 14 months post-implant revealed that there continues to be a likely proximal type I from the posterior of the proximal bifurcate; near to the same level seen prior to implanting the palmaz. The proximal stent graft od is 22mm. The max aaa diameter is 6.0cm. The stent graft remains patent. The cause of the endoleak is uncertain.